Manufacturer narrative:
Information was received that this file, medtronic # (B)(4) is a duplicate of another file, medtronic # (B)(4). The associated regulatory report is 1219930-2026-01778. Per this new information, this complaint is no longer a reportable event. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic procedure, the arm incurred an irreversible failure. Patient injury status is unknown.